Event description:
The pump reportedly gave power loss alarms and then quit working while in homecare use. Fresh batteries were placed but the pump would not power on. A rechargeable battery pack was then tried, but the pump still would not power on. The pump had been set in the intermittent mode to infuse zosyn 2.25mg every 6 hrs, 65ml/hr, 65ml/dose with a 1.0ml kvo rate between doses. The pump stopped on 2/21/98. The pt has a history of being non-compliant and did not inform the homecare about the problem until 2/24/98. She reportedly had been on the antibiotic for 6 weeks and had wanted to stop, but her physician wanted the medication continued. The pt reportedly told the dr that she completed the infusions but actually had not. She then restarted the infusion with a new pump and delivered expired zosyn mixtures. The pt did not experience any adverse effects from the delay in treatment or the expired medications. No add'l info was available.

Manufacturer narrative:
A review of the pump's history log indicated on 2/20/1998 at 05:24 a low battery alarm occurred, at 06:00 an empty container occurred, and at 06:01 the pump was turned off. At 13:17 the pump was powered back on, new container was selected, and a low battery alarm occurred. At 13:18 a low battery alarm occurred followed with a power loss at 13:19. At 13:21 power on, 13:22 power off, 13:31 power on, 13:31 start infusion, 14:25 power loss alarm. The pump was not powered on again until feb. 25 at 15:31 and immediately alarmed low battery again. For testing, the pump powered on normally with batteries and with external power. The battery contacts were intact and working correctly. An infusion test ran over 24 hours without any alarms or errors. Fluid spillage was found on the motor frame and inside of the backcase.